Event description:
It was reported that a pt presented in clinic for a f/u. The pulse generator could not be interrogated. Diagnostic data could not be completely downloaded from the device and the archived printed data was missing. High thresholds were also noted. The device remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.